Event description:
The customer reported to olympus, there was no air/water flow from the air/water flow system of the ultrasonic gastrovideoscope the issue was found during a diagnostic procedure. The device was returned and an evaluation at the repair center revealed, the probe unit had a deep cut. This report is being submitted for reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation - "no air/water flow". There was no air/water flow from the air/water flow system of the scope. There were few additional findings. There was shadow on the image due to cut on the probe unit. The adhesive around the objective lens and light guide lens was peeled. The scope connector was corroded and there was excessive play on the knobs and loose tension on the ¿up¿ control knob. The scope connector label was peeled and scope connector cover name plate was missing. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the probe disconnected but the cause could not be specified. Olympus will continue to monitor field performance for this device.